Event description:
It was reported that patient had never had therapeutic effect. The patient stated that she felt vibration on the day of the implant but had not felt it since then. The patient was still getting up 3 times during the night to void. The patient was currently on program 1 at 2.5 v and implant was on. The patient was on 2.0v and increased it to 2.5 but still did not feel it either. It indicated that patient stopped feeling vibration the day after implant. It was noted that when patient felt stimulation it was in the right area. The patient was assisted and program was changed to program 2 and set her at 1.6v and 1.7v. Patient was now feeling stimulation. Additional information received on (B)(6) 2014 indicated that patient was still having concerns regarding their device or therapy but was working with manufacturer representative or health care provider (hcp). The patient appointment was scheduled on (B)(6) 2014. It was further reported that the patient had a loss of therapeutic effect. They went to see their hcp on (B)(6) 2014 and the hcp told the patient therapy was working great. The therapy was working great for the patient and the therapy changed on (B)(6) 2014 and it was sudden. The patient had the urgency to void and did not make it to the bathroom, and this had happened 3 times since then. An oral medication of myrbetriq 50 mg was prescribed by the patient¿s hcp that day and the patient would take it one time at bedtime. The patient could feel stimulation on program 2 at 2.2v and they did not want to go any higher on program 2. The patient changed to program 3 at 1.0v. The patient would have an appointment with their hcp on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mn9k, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).